Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Service was sent to the customer site. The field service engineer inspected the instrument and replaced the fse replaced all electrodes in cell 2, a bent mix bar and all ise (ion-selective electrode) tubing. Age or date of birth, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) and high chloride (cl) patient results, and negative anion gaps from cell 2 on their au5800 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide any patient data or demographics.